Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the obturator tip was broken. This type of obturator damage is most likely due to touching a metallic or hard object during handling or storage. The instruction manual warns users "prior to each use, examine any electrode or other ancillary device/accessory and its insulation for damage; do not use if damaged."

Event description:
Olympus was informed that during set-up of the operating room and before the start of the unspecified procedure, the obturator tip broke off. It was reported that no device fragments fell inside the patient. The intended procedure was completed with a similar device. There was no patient injury reported. The patient was discharged home the same day. No further information was provided.